Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 7.1 versus the labs 5.6mmol/l. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.